Event description:
It is reported by prof (B)(6) that a mrh stem broke. Update as per first request response (B)(6) 2015: reason for revision: fall in domesticity on knee tep right on (B)(6) 2014. Relaxation of the proximal tibia component with breakage of the stem.

Manufacturer narrative:
An event regarding crack/fracture involving a stem extender component was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection of the returned component confirmed that the stem extender component fractured through the threaded section. Material analysis of the returned component confirmed that the component fractured in fatigue. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: not performed as medical records were not provided. Device history review: the device was manufactured and accepted into stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded that based on the material analysis of the returned component, the threaded section of the stem fractured in fatigue. It was reported that the patient experienced a fall and experienced "relaxation of the proximal tibia component". Without medical records such as x-rays and operative notes it is not possible to further investigate this event. If additional information becomes available, this investigation will be reopened.

Event description:
It is reported by (B)(6) that a mrh stem broke. Update as per first request response (B)(6) 2015: reason for revision: fall in domesticity on knee tep right on (B)(6) 2014. Relaxation of the proximal tibia component with breakage of the stem.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.